Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information and/or investigation results become available an updated report will be submitted. (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e biolox option ko/adpt, 12/14, 28 x -3.0) are marketed in USA, and therefore this report was filed.

Event description:
It is reported that a patient was implanted with a biolox option hd/adpt, 12/14, 48 x +3.5 on (B)(6) 2014. It was also reported on (B)(6) 2016 that patient experience squeaking noise when moving.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that patient received the product on (B)(6) 2014 and is currently feeling squeaking noises when walking. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer (B)(4) for in-depth analysis as it is still implanted. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Root cause analysis: root cause determination using dfmea: wear (between head and liner) due to damaged surface during reduction leads to wear => possible: product cannot be analyzed because it is still implanted. Moreover, no patient medical data were received. No surgical report or x-rays were received. Wear (between head and liner) due to excessive wear due to material pairing => not possible: combination was approved by (B)(6). Moreover, the material compatibility specification document certifies the suitability of the material and the documents of material for lot 2720517 indicate that there was no material fault. Wear (between head and liner) due to 3rd body wear => possible: product cannot be analyzed because it is still implanted. Moreover, no patient medical data were received. No surgical report or x-rays were received. Wear (between head and liner) due to excessive wear due to clearance between head and liner => possible: product cannot be analyzed because it is still implanted. Moreover, no patient medical data were received. No surgical report or x-rays were received. High wear, head fracture due to wrong raw material selection => not possible: the material compatibility specification document certifies the suitability of the material and the documents of material for lot 2720517 indicate that there was no material fault. Increased wear due to wrong surface finish => possible: product cannot be analyzed because it is still implanted. Moreover, no patient medical data were received. No surgical report or x-rays were received. Increased wear due to wrong diameter, sphericity => possible: product cannot be analyzed because it is still implanted. Moreover, no patient medical data were received. No surgical report or x-rays were received. Conclusion summary: it is possible that device malpositioning or third body are located in the articulation. However, without product, surgical reports and x-rays, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).